Event description:
This report is filed under aic reference xc (B)(4) cc (B)(4). According to the event description: mblue 0 had to be revised becuase it was completely occluded. The valve was explanted and was shown to have no flow.